Event description:
Pt was admitted for revision of right total hip, secondary to pain & loosening/possible broken component. Sending all documentation available on components. In accordance with hosp policy, the components removed are not available for release.